Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 9/29/15- pfs and medical records received. Pfs and medical records were reviewed for reportability. The medial records included labs for chromium and cobalt dated (B)(6) 2015 with cobalt 17.8mcg/l (ref <=1.8mcg/l) and chromium 6.8mcg/l (ref <=1.2mcg/l). It should be noted that labs are from after the dor, so the stem is being added to the complaint as the labs from before the dor are unknown. The revision surgical report noted instability and an interoperative partial fracture of the greater trochanter with use of an unknown box osteotome after surgeon removed a stable femur component related to the patient having insufficient posterior coverage for the size femoral head being used in revision. The pfs reported popping and the hip feeling loose with the surgeon trying several times to pop hip back in to place. The patient also reported having sleep loss, depression and anxiety and cannot ambulate more than 25 feet related to his pain. The complaint was updated on: oct 22, 2015

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.